Event description:
The cleaning detergent used was intercept and the device channels were manually brushed. The customer did not know was endoscopic support specialist (ess) was, so they did not know the last time the facility was visited.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The source of the brown stain could not be identified and it is unclear whether or not there were any deviations from the instructions for use in reprocessing at the facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending section rubber glue was chipped and lifting with thread sticking out, and the forceps passage had a brown stain inside the channel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the cysto-nephro videoscope had brown staining on the lumen that was worsening after each reprocessing, attributed to insufficient or incorrect reprocessing. The issue was found during reprocessing. There were no reports of patient harm.